Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient received an alarm at 4:00am indicating that their mobile application had stopped working and had to treat themselves for hypoglycemia. The patient had a glucose drink and some cereal. Patient did not report any symptoms and no medical intervention was required. At the time of contact, the patient was fine. No additional event or patient information is available.